Event description:
A cartridge change error was reported involving a customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the caller to inspect and clean the pump components, and after following these steps, the caller successfully completed the load process and resumed insulin delivery.